Event description:
It was reported that the patient presented remotely via merlin.net. It was observed that the electrocardiogram for the implantable cardioverter defibrillator (ICD) looked different than other ecgs and markers were missing. No intervention was performed, and the patient will be further monitored. The patient was in stable condition.